Manufacturer narrative:
Date of event; corrected data: the information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
It was reported by the physician's office that the husband had called a few days after the patient's death and stated the patient had gone to the hospital for a few days and had passed away. The reason for the hospitalization is still unknown. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported the patient had been sick and hospitalized prior to passing away. A reason for hospitalization is currently unknown. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the medical records department of the hospital where the patient had reportedly passed away. In the notes, it was reported the patient arrived to the emergency department on (B)(6) 2016 due to a fall and labored breathing. It was noted the patient was on hospice and had been having complaints of worse coughing and breathing over the last few days. The patient was diagnosed with bronchitis chf (congestive heart failure) exacerbation, pneumonia, and uti (urinary tract infection). The patient was discharged back home via ambulance with instructions for taking medication for the uti. No interventions for the chf were noted. No further information on the cause of death or the exact date of death was given. There was no allegation against vns noted.